Event description:
The distributor contacted animas (B)(4) 2012 alleging the audio bolus button was defective. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged audio bolus button defect that was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 (B)(4)- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the audio bolus button was found to be torn. During testing, the audio bolus button responded appropriately. Unrelated to the complaint, the contrast button was intermittently responsive; all other buttons responded appropriately. The keypad was removed and contamination was found under the contrast key contact. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.